Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) lead noise, which resulted in inappropriate anti-tachycardia pacing (atp) and oversensing during non-sustained ventricular tachycardia (nsvt) episodes. The rv lead noise also contributed to periods of pacing inhibition, including asystole lasting over two seconds. Technical services (ts) reviewed device data and confirmed that the oversensing was isolated to the rv lead. Although the possibility of programming left ventricular (lv)-only pacing was considered, it was not recommended due to the system's rv-based timing and the associated risk of undersensing ventricular fibrillation (vf). As a result of the rv lead malfunction, the affected lead was explanted due to a product performance issue. The ICD was also replaced due to normal battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).